Manufacturer narrative:
(B)(4). Batch # m93f7w. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ was attached to an harh36 device. The nose cone was cracked. Upon visual inspection no damage was found at the 4-40 stud as reported. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the cable (hp054) broke off inside the harh36. There was no patient consequence.